Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter in two (2) pieces. Microscopic examination presented no damage or irregularities to the shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination presented no damage or irregularities to the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 100% stenosed target lesion was located in a severely calcified vessel. A guidezilla¿ was selected and advanced; however, when the physician pushed the guidezilla¿catheter it separated at the port section. Using double wire technique, the guidezilla¿ was removed from the patient. The procedure was completed with a non-bsc catheter. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. The 100% stenosed target lesion was located in a severely calcified vessel. A guidezilla as selected and advanced; however, when the physician pushed the guidezilla catheter it separated at the port section. Using double wire technique, the guidezilla was removed from the patient. The procedure was completed with a non-bsc catheter. No patient complications were reported and the patient's status is fine.